Manufacturer narrative:
(B)(4). The analysis results found that one sc60a device was returned with no visual non-conformances and without a cartridge loaded on the device. Two cartridge reloads were received. Cartridge ecr60b, m53c44 was received fully fired and with the cartridge pan dislodged inside the channel. Cartridge ecr60b, m53l55 was received unfired and in good visual conditions. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge pan came off when the cartridge was removed from the device and it was left on the jaw. And so, the new cartridge could not be loaded into the device. The cartridges were blue. Another device was used to complete the case. There were no adverse consequences to the patient.